Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the replace battery now alarm was received on insulin pump. Customer¿s blood glucose level was 5.6 mmol/l. It was reported that the insulin pump did not receive a low battery alert prior to the replace battery now alarm. It was reported there were not unattended alarms and received second occurrence of replace battery now without a low battery warning. It was also reported that the insulin pump alarmed pump error during self test. Self test was performed and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received with normal operating currents. No unexpected low battery alert or replace battery now alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. (B)(4).